Event description:
Review of the manufacturer's database revealed that high impedance was detected on system diagnostics on (B)(6) 2016. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient had had increased agitation and increased seizures, which was associated with loss of therapy. The patient underwent replacement of generator and lead due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.